Event description:
During repalcement of a v-110b with a new ICD, the physician tried to remove the defibrillation leads from the existing ICD header without first removing the set screws. The lead was disconnected once the set screws were removed. Once the defibrillation leads had been connected to the new ICD, attempts to deliver shocks were unsuccessful and impedance measurements were high. Testing of the leads confirmed high impedance for both paches. Both leads were subsequently capped. Co suspects that the physician's efforts to pull the leads from the header of the first ICD without having first removed the set screws may have damaged the leads. It is unk if any defects in the leads may have been present before this attempt to disconnect them from the header.